Event description:
It was reported that this pacemaker system exhibited a high out of range pacing impedance spike on the right ventricular (rv) lead, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The rv lead was checked before the replacement procedure and the impedances were 545 ohms, however, the patient is dependent so the physician elected to replace the rv lead. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.